Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the bottom of the display being blank; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "bottom of the display is blank " was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty main display. The main display printed circuit board and associated parts were replaced to correct this condition. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.